Event description:
Dealer states chair is stuck in tilt. Technical services contacted and recalibrated actuators and now the motor moves however, not tilt through the head array. Plugged an egg switch into the display and it still did not work. Did not work when we plugged into actuator. Advised to replace actuator for the iam module. No injury.